Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) for further review of the presenting electrogram (egm) of this pacemaker system due to concerns of loss of capture (loc). It was noted that the patient would experience shortness of breath with exertion symptoms. Upon review, ts observed tiny baseline noise artifacts on the right ventricular (rv) lead that appeared to not be oversensed, however was unable to determine capture on the t-waves. Ts also observed high out of range pacing impedances measurements greater than 3000 ohms that appeared to have triggered a lead safety switch (lss) was recorded. The hcp noted that documentation from a previous x ray imaging read images appeared to show possible lead insulation issues. Ts discussed with the hcp that high out of range impedances is more indicative of a lead fracture than insulation issues. At this time, the rv lead remains in service. No additional adverse patient effects were reported.